Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their alignment for their right side, front right tooth is still not in alignment. Also, their back teeth no longer touch and chewing is difficult. Evaluated bite concern, bite was articulated incorrectly which is resulting in the bite concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.